Manufacturer narrative:
The reported event was confirmed as cause unknown. A visual evaluation of the returned sample noted one opened (without original packaging), 3-way temp sensing silicone foley catheter with tamper evident seal, sample port connector and cut inlet tube. A visual inspection of the sample noted a burr on the balloon surface. This is out of spec per inspection procedure (B)(4), which states, "tips to be straight relative to shaft, transition between the shaft and tip must be smooth, ridges, lines or gouges not permitted, tip must not be malformed, scratched and/or with channels." The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). Balloon concentricity was observed to be 50:50 as compared to attachment 1 of (B)(4) (rev 2). The balloon rested for 30 minutes without leaks and passively deflated without issue, returning 10ml of solution. No cuffing noted. Active length of the catheter balloon was measured (0.6700 inches) and found to be within specification (0.6 to 0.9 inches) per (B)(4). The catheter was confirmed to be size 14 fr. A potential root cause for this failure could be "tip not smooth or rounded." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warnings: method for use: do not inflate the balloon in the urethra. (The urethra may be injured) do not pull the catheter hard. (The bladder/urethra may be injured) applicable patients: patients with delirium who might pull out catheter (when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.) Contradictions: method for use: do not reuse. Do not resterilize. The device contains 10% povidone-iodine, for patients with past history of allergic hypersensitivity to providone-iodine or iodine, consider using alternative disinfectants. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petroleum and animal oils). [They may damage the device and may burst the balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Applicable patients: patients with known allergy to silver coated catheter."

Event description:
It was reported that the cuff roll (mushroom shaped balloon) was found on the balloon of the catheter prior to use. Per additional information from investigator via email 17jul2019; upon evaluation of the sample a burr was found on the catheter balloon.